Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-apr-2018 with the following findings: review of the black box data revealed multiple loss of prime warnings associated with a non-primed pump. On investigation, the pump powered on normally and rewind, load and prime steps were successfully completed. The pump was exercised for 24 hours without loss of prime occurring. The force sensor was evaluated and found to be within required specifications. Investigation did not duplicate the complaint.